Manufacturer narrative:
(B)(4). Eval results and conclusions: (pt lesion morphology severely tortuous and exhibited 80% stenosis), failure to deliver stent and stent deformation), (direct stenting). Eval summary: the stent was positioned on the balloon between the marker bands as per specifications. The distal stent segment was raised, deformed and pulled distally. Please note that this device ((B)(4)) is distributed outside the united states, however, it is similar to united states distributed product ((B)(4)).

Event description:
The physician was attempting to direct stent a 3.5 mm diameter x 12 mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion on the rca of a pt, that was reported to be tortuous and exhibited 80% stenosis. It was reported that the st6ent would not cross the lesion. On eval of the returned device, damge was noted to the stent. No pt injury occurred and no clinical sequelae were reported.